Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the parameters were checked, it was noted that the helix of the low voltage lead failed to extend despite adequate rotations. The low voltage lead was not used and replaced. The patient's status was unknown.